Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available.

Event description:
Two drills broke when screws were inserted.

Manufacturer narrative:
The reported incident that two ¿drill bits ø1.4x150mm¿ were broken during usage (s-11 / breakage during surgery) could be confirmed, since the devices were returned for evaluation and both match the reported failure mode. The device inspection, regarding the long drill bit, revealed that its surface is in a good condition but part of the threaded tip is missing. The tip is broken, at the end of the threaded part (towards the pointy tip). The remaining edges are in a good condition. The broken surface appears to have a fibrous surface with chevron marks, which point to the origin of the fracture and are typically a sign of brittle fracture. Such a fracture can occur due to excessive force being applied on a specific part of the device that does not have the ability to deform plastically before breaking. The drill bit is in a good condition and the manufacturing inspection did not indicate any malfunctions. Most likely, during usage of the device, excessive force was applied. Such power, in combination with hard/dense bone, and even violent moves, could definitely deform the drill bit and lead to such a breakage. Particularly, if the drilling was in an inclined angle, in the hard bone, a bending moment could be generated, leading to a fracture, as the one reported. Since the inspection revealed chevron marks on the breakage surface, it is evident that the drill experienced an unauthorized stress on the ¿point of origin¿ which led to the brittle fracture. It was reported that the device broke when screws when inserted. In the op. Tech., it is clearly mentioned that during the screw insertion, to ¿use the cannulated screwdriver with elastosil handle and the screw holding sleeve, and insert the selected screw over the guide wire.¿ however, it is also stated that ¿the ø1.4 x 150mm guide wire can be substituted with a ø1.4 x 150mm drill bit, and throughout the procedure it is possible to interchange the guide wire and drill bit.¿ though, the guide wires are more flexible compared to the drill bits, and this is why they are recommended during screw insertion. As stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ users should always read the instructions provided before using a specific instrument/implant. Excessive usage of the drill bit could burden even more its integrity, which could be compromised, and as a result lead to such a breakage. In the cleaning and sterilization guide it is written that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ however, it is advised that the drill bits should be considered as ¿single patient use devices.¿ therefore they should not be used in more than one surgical operation. ¿in case of failure, the instrument must be replaced and not be used.¿ in the IFU it is specified that ¿single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications.¿ last but not least, a deviation from the instructions for cleaning and sterilization could also affect the device`s body. It is clearly stated in the cleaning and sterilization guide that ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient.¿ the drill bit is made out of steel and if the appropriate conditions are not observed it is quite possible to become rusty. As a consequence, this rusty and rough surface, in combination with excessive torque and twisting forces applied, can lead to a breakage. The IFU clearly states that ¿instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ moreover, ¿before preparing for sterilization, all medical devices should be inspected. [¿] all parts of the devices should be checked for visible soil and/ or corrosion.¿ and in all cases ¿the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant should be followed.¿ if the drill bit has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the above-mentioned observations, the case could be classified as user-related. The drill bit was most likely experienced a misuse and under high loads, it eventually broke. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Two drills broke when screws were inserted. Clarification on what happened during surgery: dr drilled the drill into the bone and drill broke before it was removed. This happened two times. Both drill were sent back.